Event description:
The asp field service engineer (fse) reported oil mist. The customer stated that there were no physical complaints reports. The fse repaired the unit.

Manufacturer narrative:
The fse upgraded the filter assembly to the new alcatel filter assembly. He reset the unit and ran an empty test cycle, and the sys met specs.